Event description:
It was reported that pneumothorax occurred requiring intervention. Two icesphere 1.5 cx 90 degree needles were selected for a percutaneous pulmonary cryoablation procedure to treat a middle lobe nodule in the lung. With the patient in the supine position, under surgical aseptic conditions and CT guidance, a 19g coaxial trocar was inserted in contact with the nodule, and a biopsy was performed with a 20g x 20mm sample of the target. The icesphere 1.5 cx 90 degree needles were inserted on either side of the nodule. Thawing was performed for 20 minutes, divided into 3 cycles of 3, 7, and then 10 minutes. During the procedure, an error message appeared, preventing electrical thawing despite a normal needle test. The message read: "system error channel 1a. The needle compatible with the I-thaw function is defective for electrical defrosting. Use passive thawing or connect helium." There were no clinical consequences for the patient, and the procedure continued despite the needle only partially functioning. A satisfactory follow-up was reported with a cryoablation area covering the target lesion. A moderately large pneumothorax was observed, tending to worsen. The cryotherapy needles were removed, and a 12fr pleural drain was inserted anteriorly. The final examination showed the cryoablation marks and near-complete pleural reattachment, with the chest drain still in place. The patient was transferred to the recovery room. The pneumothorax had almost completely resolved by the end of the procedure. A follow-up chest x-ray was normal that same day. The drainage was removed on the morning of (B)(6) 2026, and a final chest x-ray in the afternoon showed no recurrence of the pneumothorax.